Event description:
During remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support contacted for advising. No intervention has been performed at this time. The patient was stable and there were no consequences.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.